Event description:
It was reported the ventricular sensitivity was out of specification. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Keypad is scratched and atrial sense led (light emitting diode) does not electrically function properly. Display is missing segments. Lower case and knobs are contaminated. Side bail covers are broken. Lead flex cover is corroded.